Manufacturer narrative:
(B)(4). Retainer ring = black, pump passed displacement test. Unit was received with partially broken reservoir retainer, cracked battery tube threads, cracked select button keypad overlay and minor scratched display window. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had cracks in casing, keypad and screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.